Event description:
The surgeon was doing an entero-enterotomy when the tip of the needle broke off into the patient and could not be found even after they performed an x-ray. The patient was closed back up. The surgeon mentioned after the operation the reason why needle tip may not have been picked up on x-ray may be due to it being microscopic or the piece of metal may have been attached to the needle holders but the needle holders weren't checked to see if the piece of metal was on them. There was no injury reported to the patient. Or time was not extended by more than 30 minutes. There was no extension of an incision or additional blood loss. The procedure was not changed due to the issue and there was no unanticipated tissue damage or loss reported due to the issue.

Manufacturer narrative:
(B)(4).